Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (50s) and carbohydrates were consumed to address the low bg. During the low, the customer's spouse assisted the customer by giving her juice as the customer was afraid of falling due to the low bg. Reportedly, the customer discussed the event with a healthcare provider and the pump overnight basal setting was adjusted and a temporary basal rate of 0% was set for 4 hours. The overnight bg improved (100s mg/dl).